Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient felt lightheaded at times due to high thresholds on the right ventricular (rv) lead. Under x-ray the lead appeared to be in good position. The lead was reprogrammed and repositioned and remains in use. No further patient complications have been reported as a result of this event.